Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a review after receiving a vibratory alert for a lower out of range high voltage lead impedance measurement. The low impedance measurement was not reproducible. The patient will be monitored with in-clinic follow-ups. No adverse consequences were detected.